Event description:
Epidural pump registered it was giving prescribed medication. No medication was being delivered. Anesthesia gave additional bolus. Unit had been shaken or struck. The motor was torn loose from mounts.